Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm and unexpected power error alarm. Customer stated that the insulin pump did not alarm with replace battery alert. No harm requiring medical intervention was reported. The customer will continue use of the devise.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.